Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the mask was found deflated on the crash cart.no patient injury or involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell of the mask was deformed and the air cushion was deflated. The air cushion was filled with gas and then submerged in water and the air cushion was pressed by hand. No any bubbles (or leakages) were found. Based on the investigation performed, the reported complaint was confirmed. The mask was manufactured in 2011 and the expiration date was 2014. It was determined that the air leaked naturally during the long time in storage, which caused the deformation of the mask.

Event description:
The customer alleges that the mask was found deflated on the crash cart. No patient injury or involvement.